Event description:
Boston scientific received information that this left ventricular (lv) lead and a competitor device exhibited high pacing lead impedance measurements greater than 2,000 ohms. At a subsequent in-clinic check, the physician determined that the lv lead was fractured and made the decision to reprogram the device to right ventricular pacing only. Additional information was unable to be obtained. Available information indicates the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.